Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and could not be recovered. A field service engineer (fse) found that tower door 3 had failed with no icon displayed in the application. All tower doors were manually failed and then recovered, and all latches were replaced with the newer version. The customer tested the unit and reported no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed. The user attempted to recover the door but received a failed hardware error. The user power cycled the station by unplugging it for a few minutes and restarting it, but the tower door still could not be recovered, and no recovery options were available. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.